Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl. Troubleshooting was declined for the high blood glucose. The customer mentioned that her buttons sometimes stick. She has to press one of her buttons several times in order to activate a rewind and prime. No troubleshooting occurred and no products have been returned or replaced.